Event description:
It was reported that the pump was bumped, causing the screen to show half of the display as black, impacting the ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.